Manufacturer narrative:
It is unknown if the device is available for return and evaluation. No information has been received regarding patient status, medical history or condition of the device at explant. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.

Event description:
Edwards learned through its implant patient registry that a (B)(6) female had a 31 mm mitral valve explanted after an implant duration of approximately five (5) years and seven (7) months due to unknown reasons. The explanted mitral valve was replaced with a 6900p 31 mm valve. No additional details provided.